Manufacturer narrative:
There were some areas where the silicone agent filled around the outer periphery of the rubber parts was slightly lacking, and it was determined that these were minute gaps caused by instability during manufacturing. In addition to the results of the investigation provided above, this supplement is also being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.

Manufacturer narrative:
Similar events reported from the same facility have been reported in 3001722928-2022-00024. There have been no reports of similar events from other facilities. A supplemental report will be submitted pending investigation results.

Event description:
On (B)(6) 2023, fujifilm corporation was informed of an event involving eg-l580nw7. It was reported that after washing the endoscope, residual water was collected and cultured from the forceps inlet port of the scope handle and tested positive. Eg-l580nw7 is not sold in the united states; however, it shares the same handle design as other fujifilm scopes that are sold in the united states. There was no death or serious injury associated with the event. As such, this report is being submitted in an abundance of caution.

Manufacturer narrative:
The application method of the silicone agent and the shape of the parts were changed in order to reduce the variation in the amount of silicone agent applied.